Manufacturer narrative:
This supplemental MDR is to correct erroneous information previously reported in initial reporter. Prior information should be superseded by initial reporter in this additional report. Additional information in this report will also be added to section model #/lot #.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net with a sensing issue on their cardiac defibrillator. The transmission showed non-sustained right ventricular oversensing due to post-paced t-wave oversensing. The patient did not receive therapy during the events which were noted on a stored electrocardiogram. During a follow up on (B)(6) 2017, the patient's pulse generator was reprogrammed, effectively eliminating the oversensing. The patient was at no point symptomatic, and was not even aware of a device issue.